Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized on (B)(6) 2017 at 7:00 am due to diabetic ketoacidosis with a blood glucose level of 405 mg/dl. Customer stated they experienced all symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. Customer's parent also mentioned the infusion set tubing came apart. Customer declined troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.